Manufacturer narrative:
A review of the lot history record and accompanying lot release report identified no quality issues related to device performance. A benchtop investigation did not occur because the device was implanted and could not be returned to shape memory medical. Based on the information received, the most likely root cause for the physician experiencing difficulty advancing the device is due to the physician extending the one-minute working time for both devices; over three minutes for the first imp-fx-12 device and over six minutes for the second. The impede-fx EU instructions for use state that, "it is recommended to deploy the impede-fx embolization plug to the target vessel within one (1) minute of entering the catheter/sheath (working time)." Based on shape memory medical's review of received information and device deployment videos provided, no root cause can be definitively attributed to the device migration into the bifurcation area of the iia at this time. Although, the impede-fx EU instructions for use also state, "physicians should exercise clinical judgement when using the impede-fx embolization plug in anatomy that may lead to unintended device placement and/or movement (i.e., high flow vasculature, large luminal vessel diameter)." It is believed, but cannot be confirmed that the device may have migrated due to high flow vicinity of vessel it was deployed to. The procedure was completed using an imp-10 device (lot f22051301e) and a medtronic endurant ii contralateral iliac extension stent graft. No adverse event to the patient was reported. Note: the impede-fx indications for use in the EU and us are different. In the EU, the impede-fx is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature. Comparatively, in the us, the impede-fx is indicated for use with the impede embolization plug to obstruct or reduce the rate of blood flow in the peripheral vasculature; this means impede-fx must be used with the impede (510k number: k181051) to mitigate migration risks. In both the EU and us, impede-fx is used for peripheral vessel embolization and is identical with regards to form, fit and function. Therefore, regardless of the differences in the indications for use in EU and us, smm is choosing to report this incident to FDA because of the general similarities between the two regions. A supplemental report will be filed should additional information be received from the complainant. Shape memory medical complaint reference number: (B)(4).

Event description:
A left internal iliac artery (iia) was being treated. A terumo 5f destination catheter was placed distally at the left iia where the first imp-fx-12 device was deployed. The physician experienced difficulty in advancing the device in the catheter; the device was deployed without any issues after three minutes of working time. The imp-fx-12 device however migrated into the iia bifurcation with approximately 5mm remaining in the iia. The device was stable at this point and the physicians decided to use another imp-fx-12 device to continue with the procedure by conducting a partial deployment to have the plug expand in the iia by keeping the device in the catheter sheath to prevent another migration into the bifurcated area. The physicians noted difficulty to push the device again. Partial deployment proceeded with approximately 5mm of the plug being inside the terumo 5f destination catheter for more than six minutes. Deployment to target site was achieved, however, the second imp-fx-12 device also migrated to the bifurcation. The procedure was completed using an imp-10 device (lot f22051301e) and a medtronic endurant ii contralateral iliac extension stent graft. No adverse event to the patient was reported.